Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The fault was duplicated as the monitor settings jump to maximum and there is no image. The fuse on the snubber board was checked and found to be in working condition. The engineer also confirmed the system was producing x-rays. A pinched video line was found at the camera. The line was unfolded. The system was tested and operated as intended.

Event description:
The customer reports the 9800 system's monitor blanks out. No pt injury reported.